Event description:
This pt with a history of sigmoid-rectal cancer was admitted for a possible abdominal abscess and metastases to the liver. They received a new syringe of morphine, and then were transferred from the critical care stepdown unit to a floor bed. They requested pain medication despite being on a pca morphine pump which was set to deliver 3 mg/hr continuous and 2mg every 15 minutes on demand. According to the narcotic use report, each syringe had apparently been lasting approx 12 hours. The pump had delivered 5mg and then quit. It continued to count and therefore appeared to be infusing. When the discrepancy was discovered, the pump, tubing and syringe were changed. The morphine was wasted, and the pump, tubing and syringe have been quarantined for investigation. The MFR and the facility are conducting investigations. There are no results thus far.